Event description:
It was reported that (2) devices were used during a esophagectomy. It was reported by the affiliate that when using the instrument (tim20), it did not always reload. No clips showed up in the front of the instrument. When the instrument had been reloaded, it would clip sometimes. The surgeon tried a few reloads and changed to a ligature instead. Later on they changed magazines and it worked perfectly. The device was thrown away but the tir20 is only being sent back.